Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on the information provided, no device malfunction occurred. Information for use: precautions and observations: as with the use of any rectal device, the following adverse events could occur: rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa, peri-anal skin breakdown. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported that the patient was admitted (B)(6) 2013, for cocaine abuse with intoxication and respiratory distress. The patient was unconscious and had elevated liver enzymes. He was receiving lactulose, which caused diarrhea. The patient required intubation and developed a hyper-metabolic reaction, which was thought to be caused by ingestion of "bath salts". The patient was then placed into a drug-induced coma. The device was placed to manage his diarrhea on (B)(6) 2013. Thirteen (13) days later, on (B)(6) 2013, rectal bleeding was reported. The device was removed and clots were noted upon removal. Two (2) days later, bright red blood per rectum was reported. The patient underwent embolization via interventional radiology and was diagnosed with laceration of the superior right rectal artery. He required 16 units of packed red blood cells, and 6 units of fresh frozen plasma. Lab reports were not provided and no anticoagulant therapy was reported. The patient remained bed-bound throughout this course of events. The rectal bleeding extended hospitalization. The patient survived and was later discharged. No further details have been provided.